Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6944, implantable tachy lead, (B)(6) 2006; 5568, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had manual charge time of greater than 30 seconds. The device interrogated in end of life (eol) but had a battery voltage of 2.61v. No patient complications have been reported as a result of this event.